Event description:
A customer reported a setting issue with the adc device. The customer reported that the sound of the glucose alarm from the adc device "sounds very low." Due to this, the customer indicated they experienced sweating and dizziness, requiring treatment of sugar and honey provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre reader and set-2 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.